Event description:
As reported, the delivery shaft of a 5f exoseal vascular closure device (vcd) came off during retraction of the device. Hemostasis was achieved by manual compression. No injury was reported to the patient. The procedural target lesion was below the knee. The procedure used an antegrade approach. The device was used according to the instructions for use (IFU). Back-flow from the bleed back indicator had stopped. The color of the visual indicator window changed to black/ black from white/ black. The deployment button was pressed and the physician retracted the device, however the delivery shaft came off. Additional information was requested but not provided. The device is being returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18075522 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the delivery shaft of a 5f exoseal vascular closure device (vcd) came off during retraction of the device. Hemostasis was achieved by manual compression. No injury was reported to the patient. The procedural target lesion was below the knee. The procedure used an antegrade approach. The device was used according to the instructions for use (IFU). Back-flow from the bleed back indicator had stopped. The color of the visual indicator window changed to black/ black from white/ black. The deployment button was pressed and the physician retracted the device, however the delivery shaft came off. Additional information was requested but not provided. The product was returned for analysis. One non-sterile exoseal vasc. Clos.dev.f5 unit was received for analysis inside a plastic bag. Per visual analysis, a separated condition was found on the delivery shaft of the unit. No other anomalies were observed during the analysis. Per sem analysis, the separated area of the delivery shaft presented evidence of scratch marks on the material. Additionally, an opened integrated connector latch was observed. Since the material was not damaged, the reason of the separated delivery shaft could be due a pulling event on the component based on the evidence; however, the exact cause of the conditions found could not be determined during analysis. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 18075522 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿delivery shaft - separated ¿ in patient¿ was confirmed during analysis of the returned device since a separated condition was noted on the delivery shaft on the unit. The exact cause of the reported event could not be conclusively determined. Procedural and handling factors, such as excessive pulling, may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged in any way. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.